Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with bottom case seal torn and plunger tube bent. Event history log review was performed and found "syringe empty stop" error message. Visual inspection, occlusion test and analog sensors monitor were performed. The customer's reported problem was duplicated after starting occlusion test. Investigation found the device's plunger position did not change while monitoring analog sensors. According to the investigation the pump position potentiometer tab was broken off and carriage was broken which caused the reported problem. Service replaced the pump position pot, plunger tube, and carriage due to damaged parts. The problem source of the reported problem is user interface and the investigation confirmed that the customer dropped the device on the plunger head.

Event description:
Information was received indicating that during testing of this smiths medical cadd medfusion 3500 pump, the pump exhibited error message "needs clutch says it is empty, but it is not". No reported adverse effects.